Event description:
A vaxcel pasv PICC line was being placed for therapeutic purposes in 2005. During placement, the vessel spasmed on the guidewire. When the physician pulled the wire, the micromesh that covers the mandrel knotted up and broke off inside the patient. The wire fragment remains in the soft tissue of the arm and the physician has decided to leave the fragment as is.